Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients lead was migrated. X-ray was taken and revealed that lead slipped mostly out of the epidural space. The patient underwent a revision procedure wherein the lead was repositioned and was doing well postoperatively.